Event description:
Information was received indicating that a smiths cadd-legacy® pca pump displayed an error code indicating a slow charge timeout. There was no reported injury to the patient.

Manufacturer narrative:
One cadd legacy plus pump was returned for analysis in good condition but it was missing overlays. The evidence of the reported problem in the event log indicated that ehl was not able to be downloaded. The device was powered up and alarmed ec 1861 which is an issue with the circuit board. The reported event was verified. The circuit board will be replaced in order to resolve the issue.